Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime or compromised force sensor system test and displacement test. However, insulin pump received stuck in the motor error loop during bolus or basal delivery. Unable to verify no delivery alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
It was reported that the insulin pump had motor problem, due to this there was no delivery of insulin. The customer¿s blood glucose level was unknown. Customer was not assisted with troubleshooting. The device will be returned for analysis.